Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00018 on february 03, 2016. 02/17/2016 additional information: the initial elevated results could be attributed to a sampling issue. An interferent would not be expected to be released with a hemolytic sample that would cause the elevated result. The patient sample is not available for interference testing (heterophillic blocking tube and dilution). Therefore, a cause could not be identified. The customer requested information that is related to possible causes for elevated results with the advia centaur xp gentamicin assay. The only information related to the effects of compounds with the performance of the advia centaur xp gentamicin assay are listed in the performance characteristics section of the IFU (instructions for use, 10629848_en rev. F, 2014-08). The cause for the discordant gentamicin results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant advia centaur xp gentamicin (gent) results is unknown. Siemens healthcare diagnostics is investigating. The instrument is performing within specifications. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU state in the preparing the samples sections: "before placing samples on the system, ensure that samples have the following characteristics: · samples are free of fibrin or other particulate matter. · samples are free of bubbles."

Event description:
An elevated advia centaur xp gentamicin (gent) result was obtained on a patient sample. The patient sample was grossly haemolysed. A second sample was obtained and tested. The result was low. The patient samples were repeated. The results were similar to the initial results. The initial result was reported to the physician and was questioned. The result from the second sample was considered correct as it matched the patient's clinical condition. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant gentamicin result.